Manufacturer narrative:
(B)(4). Eval codes, method: lens work order search. Results: a lens work order search was performed and one similar complaint was found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The pt reported the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens in the pt's right eye (od) on (B)(6) 2006. The pt reported having lost vision due to the development of a cataract. The icl remains implanted.

Manufacturer narrative:
Results: medical review - the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event is the off-label use of the icl.

Event description:
Additional information received - the cataract was diagnosed on (B)(6) 2009. The cataract has not progressed and the icl remains implanted. The patient's current va is 20/25 and the prognosis is good.